Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one marquee disposable core biopsy instrument was received for evaluation. During visual observation, device appeared to have residue throughout the cannula and the device was received in a fully primed position. There were no other anomalies were noted to the device. Upon functional testing, an attempt was made to fire the device, but the device failed. Therefore, the device was disassembled, and resistance was felt while removing the stylet from the cannula. On dimensional observation, the outer diameter of the cannula and the stylet were measured, and measurements were within the acceptable range. Upon viewing the cannula and stylet under microscope, clear residue material was noted within the cannula and on the stylet. The material was sent for analysis and the results identified the clear residue material as a known material used during the production of marquee instruments. Therefore, the investigation is confirmed for the reported failure to prime as resistance was felt. And the investigation is confirmed for the identified device contamination with chemical or other material issue as the clear residue material was noted within the cannula and on the stylet. The definitive root cause for the reported failure to prime was determined to be the identified residue material causing resistance between the stylet and cannula. Furthermore, the definitive root cause for the identified residue material was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime. There was no reported patient injury.